Event description:
It was reported that adverse event occurred. On (B)(6) 2022, a 90% stenosis at the first obtuse marginal branch (om1) was treated with a 2.75 mm x 12 mm synergy everolimus-eluting stent. On (B)(6) 2023, percutaneous coronary intervention (pci) was performed on the om1, with deployment of 3.00 mm x 8 mm and 3.00 mm x 12 mm synergy everolimus-eluting stents.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available and the investigation results. The complaint is not reporting any device malfunction. It was reported that adverse event occurred. Additional device requirement was likely a result of the patient condition. This reported clinical event is anticipated per the instructions for use.

Event description:
It was reported that adverse event occurred. In (B)(6) 2022, a 90% stenosis at the first obtuse marginal branch (om1) was treated with a 2.75 mm x 12 mm synergy everolimus-eluting stent. In (B)(6) 2023, percutaneous coronary intervention (pci) was performed on the om1, with deployment of 3.00 mm x 8 mm and 3.00 mm x 12 mm synergy everolimus-eluting stents.